Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio on the mobile app occurred. Data was evaluated and the allegation was confirmed. The device performed within specifications and patient settings. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed, due to zero voltage. A review of the share logs was performed, and the allegation was confirmed. The probable cause could not be determined.

Manufacturer narrative:
Com- (B)(4).